Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp). Additionally, far-field r-wave oversensing resulting in inappropriate atrial tachy response (atr) was also observed. Technical services (ts) provided programming recommendations to the field who will relay the information to the physician. No adverse patient effects were reported. This product remains in service.